Event description:
The customer contact reported the delivery took longer than expected. The primary line of the device was programmed to deliver 1000ml of normal saline at a rate of 200ml/hr. The secondary line was programmed to deliver an unspecified antibiotic for a duration of five to six hours. No further programming parameters were provided. The delivery of the antibiotic reportedly took eight hours. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.